Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl, 73 mg/dl, 73 mg/dl, and 96 mg/dl. The patient experience symptoms of confused, shaky, and jittery. The patient was able to self-treat with orange juice and a peanut butter and jelly sandwich.

Manufacturer narrative:
Product no longer available for return.